Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date reported as "last month." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating lower scanned values when scanning the adc device when compared to a competitor's brand meter. As a result, the customer experienced dizziness and shakiness and was ¿provided more insulin¿ by the hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.